Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The battery cap was not returned. There was corrosion found inside the battery compartment. A test battery cap was used for testing. The pump failed to power on. Further testing was unable to be performed due to no power to the pump. The pump¿s cover was opened and no evidence of moisture was observed inside the pump.